Manufacturer narrative:
(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm. The home patient (hp) asked to bypass to fill 1. The hp stated that they lost about a pint of solution that day when their transfer set became opened while they were out. The hp felt empty. The drain volume (dv) equaled 871ml. The last fill volume (lfv) equaled 1200ml. The technical service representative (tsr) assisted the hp to bypass to fill 1. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.